Event description:
It was reported that pump displayed non-resettable malfunction code 16 with no notable events occurring beforehand. There was no reported adverse impact to customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed caller to place malfunctioning pump into storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up again on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which caller understood and acknowledged.